Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. Note: the "sensor already in use" message will appear when customer attempts sensor activation on the reader after activating on a (B)(6). The sensor should be activated on the reader first. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer received a "sensor already in use" message when attempting to activate the sensor with the built-in reader and was unable to obtain readings. As a result, customer experienced symptoms described as tremors, nausea, and vertigo. Customer was unable to self-treat and received treatment of oral glucose by third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. Note: the "sensor already in use" message will appear when customer attempts sensor activation on the reader after activating on a (B)(6). The sensor should be activated on the reader first. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer received a "sensor already in use" message when attempting to activate the sensor with the built-in reader and was unable to obtain readings. As a result, customer experienced symptoms described as tremors, nausea, and vertigo. Customer was unable to self-treat and received treatment of oral glucose by third-party. There was no report of death or permanent injury associated with this event.